Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx vision 4.0 x 15 mm is being filed under a separate manufacturer report number. The stent remains in the patient. There was no reported product deficiency. The reported patient effect of thrombosis, as listed in the product instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient had a vision rx 4.0 x 12 mm and vision rx 4.0 x 15 mm implanted in the mid circumflex. On (B)(6) 2011, the patient returned with stent thrombosis. A non-abbott thrombectomy catheter was used to remove the thrombus and an additional non-specified balloon was used to complete treatment of the thrombus. It was reported that the patient was not compliant with the prescribed anticoagulant regimen, having discontinued the plavix one week post stent implantation. No further patient effects were reported. No additional information was provided